Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was originally reported for this failure mode during the reporting quarter. 6 events should have been reported; 5 events were inadvertently excluded. - 6 reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 6 reported events were not confirmed. Evaluation results 6 devices had no problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had debris in sterile package. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had debris in sterile package. 1 event had no patient involvement; no patient impact.